Manufacturer narrative:
(B)(4). Batch #: v94t6w this is an analysis of a set of images submitted for evaluation. Image (img-6099.jpg): the image provided by the customer shows a replace instrument alert screen displayed by the gen11. Image (img-6098.jpg): the image provided by the customer shows a box sale. The lot can be seen as v94u6a. No conclusion could be reached as to how this issue occurred through photo analysis. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic procedure the surgeon used the device for about one hour and suddenly gen11 has shown "replace instrument" - instrument error detected. The device became no longer able to be activated. Another energy device was used. The procedure was delayed 20 minutes but it was completed successfully. There were no patient consequences.